Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic lithotriptor transducer had a broken plug and the suction nozzle had a crack in it. It is unknown when the issue was identified. The intended percutaneous nephrolithotomy procedure was completed with a 15-min delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic lithotriptor transducer had a broken plug and the suction nozzle had a crack in it. The issue was identified prior to use for a therapeutic procedure. The intended percutaneous nephrolithotomy procedure was completed with a 15-min delay. There were no reports of patient harm.